Event description:
It was reported that occlusion alarms occurred. Customer could not recall their blood glucose value, but customer did report having high ketones and they subsequently went to the emergency room where their ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline, insulin, and nausea medication. Customer was released the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.